Event description:
Customer reported leaked issue. The issue found during an unknown event. There was no patient harm reported, no user injury reported. Device evaluation found the coating of the device flexible soft tube is peeling.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the coating of the flexible soft tube is peeling. Pinhole observed on the soft tube. (Leakage) watertightness is not maintained due to holes in the insertion part serpentine tube due to external factors. The customer reported "leaked" could be confirmed. In addition, the following findings during device evaluation were noted below. Holes in the curved rubber , watertightness not maintained. The bending angle is insufficient due to the elongation of the angle wire. The insertion part serpentine is buckled due to an external factor. The coat of the g serpentine (guide tube)is peeled off. (1mm2 or more). Curved rubber tearing due to external factors is recognized. The adhesive part of the objective lens has peeled off due to handling. The adhesive part of the lighting lens has peeled off due to handling. The angle part is stuck. The universal cord is crushed due to an external factor. Scratches on the universal cord , video cable due to external factors noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by stress during operation, external factors or handling. Olympus will continue to monitor field performance for this device.